Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having pain from her foot up to her buttocks on the left side. The pain started about a month ago. Today, the patient felt pain but it was not too bad. The patient noted it was pain, not cramping or spasms. Hcp (healthcare provider) took an x-ray over a week ago and stated there was nothing wrong with her hip. The patient also had arthritis in her back and 'some kind of disk disease'. The patient wanted to know if interstim system could be affecting her condition. Interstim was implanted on the right side. Patient noted: 'ok, being on the right side, it should not affect my left leg'. The patient also mentioned, that once in a while, she feels like she is on 'needles and pins' on the right side down by the inside of her ankle. It lasts for only few minutes. The patient gets it every 3-4 days, sometimes twice a day. This started within the last month. The patient never experienced that before. The patient had not been seen by healthcare provider for her interstim for about 2.5 years. The patient was scheduled to see a new health care provider later in april. Additional information received reported that the patient did not feel stimulation and wondered if feeling itchy had anything to do with the device. The patient was reportedly told in (B)(6) 2014 about ¿only having 3 cells working.¿ the patient was unsure what that meant. Through further discussion, it was thought that the patient was talking about programs and that she should have 4. The patient was seen by her new healthcare provider (hcp) on (B)(6) 2014 and the implantable neurostimulator (ins) was turned off because the patient had a return of symptoms of incontinence. The hcp reportedly wanted to see what would happen if they turned the ins off for a while. The patient was unsure when the return of symptoms began, but mentioned a gradual onset since (B)(6) 2014. The patient went back to see her hcp on (B)(6) 2014 and the ins was turned back on. The hcp mentioned that the ¿battery was not functioning right.¿ the patient had a coaptite bladder injection on (B)(6) 2014 and was told that she would need a new battery. It was stated that since the bladder injection, the patient did not feel stimulation and felt itchy in random places. The patient felt stimulation ¿a little bit¿ every 2-3 days. The patient felt the injection did not work, as the patient still had incontinence. The patient was scheduled to see her hcp on (B)(6) 2014. The patient thought the hcp would advise her to get an ins replacement. The patient wanted to make sure she was on the correct program and if the ins could function before agreeing to a replacement. It was also reported that the patient had a problem with ¿lower back, lumbar, pinched nerve, sciatic¿ pain in the left leg. This began in (B)(6) 2014 after seeing her hcp. The pain got worse until (B)(6) 2014, when the patient was going to go ¿nuts¿ because the incontinence was getting worse, but the pain was the ¿worst thing.¿ the patient went to the chiropractor and that took away the pain. The patient was now waiting to see the neurologist on (B)(6) 2014. It was noted that the patient had an MRI in (B)(6) 2014 for an issue unrelated to the device.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3889-28, lot# v185453, implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of stimulator serial number (B)(4) reveals normal end of battery life. The telemetry and output were noted as okay.

Event description:
Additional information reported the stimulator serial number (B)(4) was removed for normal battery depletion. There was no patient death and no patient injury. The patient recovered without sequela. The explanted date was unclear. It was noted as (B)(6) 2014.